Event description:
It was reported that the customer had a dark circle on the front of the pump and the battery would last 2 days or less. Customer was using a (B)(6) alkaline battery. Customer did not receive a low battery alert prior to the off no power alert. Customer also had a motor error alarm. Customer does not use the sensor feature on the pump. Customer's mother stated that they are able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The insulin pump passed the basic occlusion test and the displacement test. No motor error alarm was noted. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump powered up properly after battery installation. The insulin pump had operating currents within specification and no unexpected off no power alarm without the low battery alert was noted. The insulin pump alarmed for a low battery at 1.23 v. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.